Event description:
This cochlear implant was explanted and successfully replaced, after the pt rreported that they were no longer able to hear with the device. Device testing indicated that the thickness of the patient's skin flap exceeded system specifications. The skin flap was then thinned, prior to re-implantation.